Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a chemoclave vented bag spike where the customer reported that here was air in line during infusion of an unknown chemotherapy drug. The customer stated that there was no bleed back, the device was not reprocessed or re-sterilized. There was patient involvement, no patient harm and no delay in critical therapy.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.